Event description:
It was reported that during a da vinci prostatectomy procedure, one wrist cable got broken, the tips could not move correctly on the monopolar curved scissors instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The monopolar curved scissors instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument's grip cable to be broken at the distal idlers. The idler pulley spun freely and did not exhibit any damage. The cable segment was sticking out at instrument's wrist. The other cables at the wrist were not damaged. The instrument passed the electrical continuity test. Failure analysis investigation also found that the pad printing was removed at the tube extension. There were several areas of the orange surface where the material was missing. It was concluded that this damage may have been due to mishandling. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, removal of the pad printing found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.